Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that patient's ipg is at end of life. Surgical intervention is pending to address this issue.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received reports that patient underwent surgical intervention in which their ipg was explanted and replaced.